Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of pressure did not rise was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the cause of the reported issue could not be determined. In addition, the following reportable malfunctions were identified during device evaluation: (1) blackout, (2) display of error code eo3 indicating excessive pressure during inflation due to a pressure sensor abnormality, and (3) control/communication (cr) board failure. Based on the investigation results and functional inspection, it is most likely that the blackout with alarm occurred due to error code e03, as an abnormal operation of the pressure sensor on the cr board was detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subjected device pressure did not rise. The event occurred during a therapeutic radical prostatectomy. The procedure was completed using a similar device. There were no reports of patient harm.